Event description:
On (B)(6) 2013, the surgeon was using a modular hand system to treat a patient. The surgeon trimmed down a titanium 1.3mm straight plate to fit the hand of the patient. Six screws were used with the plate. The surgeon splinted the patient's finger and while in the office one week later, the plate was deemed as broken in the middle of the plate. The plate and screws were removed, date unknown. This report is for an unknown screw. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant - date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.